Event description:
It was reported that the radio frequency programmer head had difficulty, or was unable to interrogate patient's implanted heart devices. The programmer head and programmer were returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry due to the printed circuit board (pcb) being damaged. As a result the pcb was replaced. (B)(4).